Manufacturer narrative:
Hardened steel trocar tip was bent at mid-section. Expected physiologic conditions would not be expected to apply this much force to the trocar tip. Please note that this is the company's first emdr submission and was unavoidably delayed due to the sign-up process.

Event description:
During delivery of the implant, it was noted that a portion of the delivery device tip had broken off into the cartilage. The piece was easily retrieved prior to completion of the procedure. There was no adverse effect.